Event description:
It was reported the pt had an uncomfortable sensation above the ipg (implantable pulse generator) site to her left flank. It was stated the pt experienced a sharp sensation when the physician palpated the area. It was reported the physician was to prescribed medication and was to schedule the pt for a diagnostic injection.

Manufacturer narrative:
Eval codes, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.